Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. Investigation summary: based on the available information, although the product was not available for return, we have determined that the vasospasm and st segment elevation are known inherent risk of use of this device. Device history record review: a review of the device history record (DHR) could not be performed since the ship history review was unable to be completed. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the events of vasospasm and st segment elevation are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported events of vasospasm and st segment elevation are known inherent risks of the farawave device. Vasospasm is considered within the risk threshold of arrhythmia. Vasospasm (new or exacerbated) is an expected procedural complication addressed within the IFU for the farawave catheter. St segment elevation is considered within the risk threshold for embolism. Embolism is an expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave a persistent coronary spasm was identified in the patient. It "may have happened during ablation of the left superior vein" and that it was "a widespread st elevation". A coronary angiography was performed, and intravenous nitroglycerin was administered. This treatment was not effective and "the issue persisted until post-procedure. The patient is in stable condition at this time". No further information was provided regarding the patient's status. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave a persistent coronary spasm was identified in the patient. It "may have happened during ablation of the left superior vein" and that it was "a widespread st elevation". A coronary angiography was performed, and intravenous nitroglycerin was administered. This treatment was not effective and "the issue persisted until post-procedure. The patient is in stable condition at this time". No further information was provided regarding the patient's status. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.